Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report that the npb40 handheld pulse oximeter display segment in the far left bottom portion is missing. The patient was not harmed or injured as a result of the event.